Event description:
The customer contacted philips to report that the "telemetry" was not working. We are considering this issue to be that the ECG waveform could not be acquired. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.